Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-26. H6: investigation summary bd received a 22 gauge nexiva closed IV single port catheter system device from lot 0147311 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible damage to the v-clip or retention washer that would prevent decoupling or needle disengagement. However, the engineer observed cured adhesive on the outside of the push tab, inside the tip shield and on the clear port of the winged adapter, where the two units joined. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to adhesive being dispensed onto the grip at the adhesive dispense station. The manufacturing facility has been notified of this incident and the findings. A notification has been issued by the manufacturing facility to raise awareness of this incident and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva 22ga 1.00in y safety mechanism did not work. The following information was provided by the initial reporter: complaining that the safety mechanism didn't work, the customer returned the actual sample. Bdj's sales rep. Checked the returned sample and thought that this issue might not be a safety mechanism defect but might be failure to decouple, inferring that the hcp withdrew the finger grip and the safety mechanism worked but the push-tab was not separated. To keep the actual condition, the sales rep. Did not touch the complaint part of the product. Based on the customer's report, this is registered as safety mechanism defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22ga 1.00in y safety mechanism did not work. The following information was provided by the initial reporter: complaining that the safety mechanism didn't work, the customer returned the actual sample. Bdj's sales rep. Checked the returned sample and thought that this issue might not be a safety mechanism defect but might be failure to decouple, inferring that the hcp withdrew the finger grip and the safety mechanism worked but the push-tab was not separated. To keep the actual condition, the sales rep. Did not touch the complaint part of the product. Based on the customer's report, this is registered as safety mechanism defect.